Event description:
On (B)(6) 2011, patient reported the down button on the infusion device is defective. This was first noticed 2 months ago when she tried to bolus. The down button pops up after it is pressed. Patient has used this infusion device for 4 years and boluses 3-4 times per day. The up button responded as intended during the troubleshooting call, but the down button did not respond. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.